Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 4.00 x 24 synergy¿ drug-eluting stent, when the stent protector was being removed, the stent came into contact with the stent protector and was stretched. The procedure was completed with a 4.0x22 non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the stent was returned for analysis on a mandrel with a stent protector. The stent delivery system was not returned. Stent protector verified to meet specification. There were several stent struts throughout the stent that were stretched and bent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 4.00 x 24 synergy¿ drug-eluting stent, when the stent protector was being removed, the stent came into contact with the stent protector and was stretched. The procedure was completed with a 4.0x22 non-bsc stent. No patient complications were reported and the patient's status was good.